Event description:
Reporter indicated that the pt will be having her vns lead and generator replaced due to high impedance found. The vns has been disabled. No trauma was reported. X-rays have been taken and requested to be forwarded to the MFR for review but have not yet been received. Surgery to replace the vns lead and generator has not yet occurred but appears likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.